Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient¿s pump had flipped several times in the past (unknown event dates). The hcp reported last year (2016), the pump flipped, and the patient had surgery to correct it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The initial reporter was an healthcare provider (hcp). It was confirmed the catheter was kinked and nothing would be returned.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative regarding patient with an implanted pump. It was reported that the patient's pump was "tangled in the catheter." They revised the catheter but the physician wanted to confirm that fluid was leaving the existing pump during the case. The representative was in the operating room (or) and in the middle of the case so there was no time to gather further information. Additional information received from the manufacturer representative. It was noted that the case was posted as a pump revision. The patient had complained to the physician, thought her "pump was not working because she was in pain." The doctor scheduled a pump replacement/possible revision. The pump was only a year old so the assumption was that maybe the catheter "may be kinked." The patient was what they call a "twiddler." The patient had gained a lot of weight and was able to flip their pump on their own. The therapy had stopped working. The patient's pain had returned. The weight was unknown. A catheter revision occurred. The pump was anchored down and the patient was back to receiving therapy and was happy. No further complications were reported/anticipated.